Event description:
Expriencing an infusion set tubing pulling away from the luer. Patient reported experiencing elevated blood glucose (415 mg/dl) patient indicated that she administered an insulin injection to reduce blood glucose level and changed her infusion set. Patient indicated that she did not receive medical assistance to address the issue. Patient not returning product as she indicated that it had been discarded.